Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information pertaining to each of the patients who experienced a complication in the surgicel group: what is the product code and lot number used during the procedure? Date of initial procedure. How much surgicel was used during the procedure? How much surgicel was left in place prior to closing? Patient initials, age, gender, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. What is the patient¿s current status?

Event description:
It was reported via a literature abstract that the patient underwent submucosal dissection/ esd during an unknown date between (B)(6) 2012 and absorbable hemostat was used to prevent ulcer bleeding after the esd procedure. The patient was assigned to combination therapy with absorbable hemostat and histamine-2 receptor antagonists/ h2ra. The patient possibly experienced unstable vital sign, decreased hemoglobin of more than 2 g/dl, and/or transfusion. Additional information has been requested.